Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the catheter tip was damaged. When an attempt was made to cannulate the delivery catheter from the intracardiac space to the coronary sinus ostium, a shadow that seemed to be frayed was confirmed near the impermeable marker when entering the right atrium. It was not confirmed whether it occurred from the beginning when the catheter was taken out of the box, whether it occurred when the outer sheath was inserted, or whether it occurred in the heart chamber. When the catheter was immediately taken out of the body, it was discovered that the tip of the catheter had cracked. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. There was an issue with the catheter shaft. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. The shaft of the delivery catheter was kinked at 48 cm. The distal end of the shaft of the delivery catheter was damaged, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.